Event description:
It was reported that the patient experienced a postural headache and a cerebrospinal fluid leak. No device troubleshooting was performed. The pump contained morphine sulfate - dose and concentration not reported. Blood patches were administered on two occasions and "failed". The patient subsequently underwent surgical repair. The patient recovered without sequela.

Manufacturer narrative:
Results - used for the catheter.